Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 05) occurred. Reportedly, the customer had the feature lock turned on during the load sequence, and was unable to complete the load sequence initially. Customer's blood glucose level was 194 mg/dl. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.